Event description:
Pt had bilateral breast implants in 1975. Presented with bilateral capsular contracture with calcified capsule. She had an open capsulotomy and capsulectomy, bilateral, with removal of implants and implant material; reimplantation of saline implants; and revision of scars of breasts, bilaterally.